Manufacturer narrative:
It was reported that there was a loss of ac power. A quote was requested for a replacement power supply by the customer. The quote was sent to the customer but later expired due to no response from the customer. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6). Reporter phone; (B)(6). Reporting institution phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a loss of alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. A quote was requested for a replacement power supply by the customer. Device evaluation and repair are pending.